Event description:
Emt's responded to a patient in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and the device powered on. According to the reporter, the device alarmed "connect electrodes" and would not analyze the patient's rhythm. The reporter stated the pads were replaced but the device continued to alarm. A backup device from the transport ambulance was used but the patient was not resuscitated. The reporter stated the device malfunction did not cause or contribute to the patient's death because the patient was not viable and a backup defibrillator was immediately available and used.